Manufacturer narrative:
Additional information: the sample was returned for evaluation. Visual inspection shows both brakes are damaged. The right side brake assembly is bent, loose linkage, and pops off the wheel when locked down. The left brake assembly has loose linkage and also pops off the wheel when locked down. The rear wheel axles are loose and the right side is missing a dust cover. The wheels turn freely with no rolling resistance, but the front wheels show extra wear on the contact area. Based on the condition of this wheelchair it is undetermined what type of maintenance has been performed. The root cause of this issue is unknown. The customer reported issue has been confirmed. No additional information is available. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
It was reported that the customer was transferring into his wheelchair when the brakes on the wheelchair released from the locked position and the customer fell. According to the customer's daughter, the customer fell to the ground requiring an ambulance to be called to transport the customer to the hospital. After further evaluation in the emergency department it was determined that the customer fractured his ribs (specific rib location not specified) and collar bone. The customer's daughter reported that the customer was in the hospital from (B)(6) to (B)(6) 2020. The customer's daughter reported that the treating physician recommended the customer be transferred to a rehab facility however the customer's daughter refused and the customer was discharged home with no additional medical intervention obtained related to the reported event. Due to the reported incident and the customer sustaining a fractured rib/collar bone this is an MDR reportable event. The sample was requested to be returned to the manufacturer for evaluation, however no sample has been returned as of the time of this report. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the customer was transferring into his wheelchair when the brakes on the wheelchair released from the locked position and the customer fell.